Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from (B)(6), which states "the nurse was starting an infusion line in an alaris pump. The tubing stretched and formed a bubble in the section of the tubing which fits inside the pump. The tubing was removed and the bubble remains filled with fluid. Another tubing set was acquired and used without incident. No injury reported. "

Manufacturer narrative:
The customer's report of a bulge in the silicone segment was confirmed. Visual inspection of the set noted a slight bulge on the silicone segment directly below the upper fitment component. The bulge was measured to be approximately 0.50 inches long. No other damages or issues were observed with the rest of the set. Functional and pressure testing resulted in no observation of bulging on the silicone segment. The root cause was not identified. The cause of the bulge is unknown.